Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a routine pulse generator change out. Prior to the procedure, the device was set to voo mode and pacing spikes were observed. After opening the pocket using a plasma blade, loss of ventricular output was observed and the patient was paced externally. The physician stopped using the plasma blade and pacing resumed. The device was explanted and replaced. The patient was fine before and after the procedure.